Event description:
It was reported that the pump was not working properly. Reportedly, customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.